Manufacturer narrative:
Updated fields are b4, b6-additional comments, e1-event site telephone, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. (B)(6) stated this was the first non-fiber optic balloon they had placed this weekend, and he could not figure out why the arterial line would not appear on the pump. (B)(6) aspirated the inner lumen successfully and flushed with the pump in standby. Esp personal then had him zero the transducer. But the pump still had a flat line with 0 by 0 pressure. He transduced the inner lumen to his bedside monitor, and the bedside monitor showed a waveform. Esp explained this meant the cable or the pump was where the issues was occurring. Dwight found another cable and he called esp personel back once he tried that another cable. The second cable allowed the pump to zero, and it had appropriate numbers. This indicated the transducer cable was the issue. Esp personal suggested (B)(6) speak to his manager about getting additional blood pressure transducer cables so this would not be an issue in the future. (B)(6) provided his manager and the supply person for his units emails. Esp personal explained they would pass this information along to his tm and cs. Dwight was very appreciative of the assistance.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had no arterial waveform. There was no harm or injury reported.